Event description:
It was reported that the patient underwent a revision surgery of the left hip due to migration, approximately two (2) months post-op. Due diligence is in progress for this complaint; to date, no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical products: proximal humerus, left, 9x160mm item# 47-2496-161-09 lot# 3081463. Blunt tip screw, 4x36mm item# 47-2486-036-40 item# 3081940. Blunt tip screw, 4x46mm item# 47-2486-046-40 item# 3076834. Blunt tip screw, 4x48mm item# 47-2486-048-40 item# 3076835. Washer small item# 47-2488-000-04 item# 3076768. Report source: foreign ¿ japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2023 - 00028, 0009613350 - 2023 - 00030, 0009613350 - 2023 - 00032.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. As no products were returned, visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Devices are used for treatment. Review x-rays: two x-ray images of the affected humerus are available. Both images show what appears to be a backing-out of a proximal screw. However, without any further x-rays for comparison provided, no further assessment can be made. Based on the investigation it could be assumed that further possible contributing factors to the migration of the screw might be multifactorial related to either patient condition, behavior or implantation procedure. If and to what extent any of these aspects may have influenced the migration of the screw remains unknown. An additional deeper investigation was performed which identified the design limitation of the corelock mechanism of the nail as a potential contributing factor. As part of the deeper investigation, a scientific literature search was conducted and a systematic review of the outcome of intramedullary nailing for acute proximal humerus fracture showed that screw migration and perforation into the joint is the second most common complication following secondary loss of reduction. In addition, scientific literature of competitor and predicate devices were assessed. This review has shown that the nail proximal humeral system performs better and/or in equal range in comparison with legally marketed similar devices. Therefore, no design changes were conducted. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the migration of the screw if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.